Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the placement signal has failed and the alarm "aic failure" is displayed. There is no backup automated impella controller on the ward. The "aic failure" warning disappears. The placement signal is still unavailable. The patient was noted in stable condition and was later successfully weaned from the pump. This report is for the impella cp and an additional report will be sent for the aic (serial number (B)(6)).

Manufacturer narrative:
B3: updated date of event. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: the data log signatures suggest that the most likely cause of the initial placement signal issue - psnr alarm - was a kinked optical fiber. However, the cause of the kink is unknown due to limited clinical information.